Event description:
It was reported that there was a potential of adverse consequence due to blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: blurry. Root cause: worn out threads, film, and rainbow on the windows. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a potential of adverse consequence due to blurry image.